Event description:
It was reported that the customer could not pair their dexcom g7 continuous glucose monitor (cgm) sensor to the system due to entering a pairing code while the app was set to an incompatible sensor type; the agent identified the app had been switched to a different cgm model and guided the customer to select the correct sensor type and restart the sensor, after which pairing education and troubleshooting were completed. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no injury and no hospitalization. User support included technical troubleshooting and user education. Investigation of this case revealed user selection of the wrong sensor type resulted in an incorrect pairing workflow, consistent with use error and not a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface selection error leading to incorrect configuration.